Event description:
Technician alleged that the bed had no functions electrically or manually. No pt impact.

Manufacturer narrative:
The technician replaced the hydraulic manifold to resolve the issue.